Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the events log on (B)(6) 2019. The events log indicated: circuit disconnect, o2 range error, check o2, and low pip alarms. The fsr performed operational verification procedure and reported performance checks all passed. No anomalies noted. The fsr reported the vent is operational and meets service specifications.

Event description:
The customer reported while using the vela ventilator; a patient death. The customer reported all events and alarms that were noted point to the circuit being disconnected. The customer requested a vyaire representative on-site to make sure the ventilator is working properly and look further into the events log.